Event description:
The physician surgically removed the stimulation lead on (B)(6) 2020. Following surgery, the patient was prescribed a 6 week course of antibiotics to prevent infection. The patient's issue is now resolved.

Event description:
The patient has a section of their stimulation lead protruding from their neck. The patient has been advised to turn therapy off and is awaiting further intervention from their healthcare provider.